Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety ¿ product/procedure: unable to observe as it is not related to the device. Other ¿ technical: unable to observe as it is not related to the device. Additional observations: observed 3 openings assessed as surgical damage. No further actions are required as no manufacturing issues are observed further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: other-technical.

Event description:
Healthcare professional reported exchange of textured devices due to patient's concern with product and "wants to exchange to gel". Healthcare professional later also reported "plug strap separated, attached to capsule". Device has been explanted. This relates to the left side.